Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm due to over written history file. The insulin pump was received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was about 400 mg/dl. Customer stated that she was at home watching tv and she felt bad. Customer then checked her blood glucose and it was in the 400 mg/dl range. Customer gave insulin into her body and received a motor error alarm. Customer was not sure if she received a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.